Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, door 3 was failing and clicking. The issue had been occurring for months, with the door clicking excessively. Although it often failed, it was usually recoverable. More recently, it clicked repeatedly until the sensor registered the door as closed. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the door was failed. A field service engineer found that the door was failing intermittently. The fse replaced the pop latch, applied enhancer, and secured all connections. The unit tested good in the hardware testing application, and the customer verified proper operation. The system functioned as intended after the field service engineer repaired the device.